Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Foreign material on implant-breast: observed fiber inside shrink wrap but did not observed material inside primary package. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h4, h6, h.10.

Event description:
Distributor reported "foreign body was found in the film", "the outer packaging (plastic film) of the product is intact, and the foreign body is packaging scraps". The device has not been implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a (device not implanted). Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation.

Event description:
Distributor reported "foreign body was found in the film", "the outer packaging (plastic film) of the product is intact, and the foreign body is packaging scraps". The device has not been implanted.